Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unk zirconia abutment fracture. No injury reported at the time of this report.

Manufacturer narrative:
One bellatek® lab designed zirconia abutment, edazx was returned for investigation. This item number has been obsoleted. Visual inspection via naked eye and camera magnification confirmed that the returned abutment was fractured at the connection. No pre-existing conditions were noted on the per. The reported device was located on tooth #8. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1003737). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Digital design file review is not needed for this evaluation. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. However, the failure of this device is associated with CAPA ca-00561. Based on the available information, device malfunction did occur and the reported event (fracture) was confirmed. The following sections have been updated: h3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.